Event description:
After taking a biopsy, the tech noticed a small wire in the pt. The tech informed the md doing the procedure. We took the forcep out and it was noted that the needle was not there; needle had come off. It was suctioned up through the scope.